Manufacturer narrative:
(B)(4). A visual examination of the returned device revealed that it has coil unraveled starting 132 cm from the proximal section. Also, it has the distal end broken by tension overload, distal tip and the ballweld were returned. The reported event of guidewire coil unraveled exposing the tip of the metal corewire was confirmed. In addition, the distal wire end was broken. It is most probable that anatomical/procedural factors like interaction with other devices or while the device was advancing through the lesion target could have generated the failure. Therefore, the most probable root cause classification for the reported failure is operational context. A DHR (device history record) review was performed and no deviation was found.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report 3005099803-2016-00656 and 3005099803-2016-00657 for the other associated device information. It was reported to boston scientific corporation that two amplatz super stiff guidewires were used during an antegrade ureteroscopy and ureteral stricture procedure performed on (B)(6) 2016. According to the complainant, during the procedure as the guidewire was being pulled back from the stent, the coil wire unravelled. Reportedly, the distal tip was detached, exposing the tip of the metal corewire. A second amplatz super stiff guidewire was used and the same events occurred. No part of the guidewires detached inside the patient. The procedure was completed with a different device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of guidewire distal tip detached, exposing the tip of the metal corewire. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report 3005099803-2016-00656 and 3005099803-2016-00657 for the other associated device information. It was reported to boston scientific corporation that two amplatz super stiff guidewires were used during an antegrade ureteroscopy and ureteral stricture procedure performed on (B)(6) 2016. According to the complainant, during the procedure as the guidewire was being pulled back from the stent, the coil wire unravelled. Reportedly, the distal tip was detached, exposing the tip of the metal corewire. A second amplatz super stiff guidewire was used and the same events occurred. No part of the guidewires detached inside the patient. The procedure was completed with a different device. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.